Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of approximately 500 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026, with the issue resolved and no permanent damage. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.